Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited oversensing of noise. The noise was believed to have been a result of a transthoracic impedance feature. The oversensing was treated by reprogramming the device to turn off the transthoracic feature. The patient experienced no consequences throughout.